Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety/product concern.

Event description:
Patient reported right side "swollen lymph nodes", "anxiety due to product concern", and "burning in chest area, pain, underarm soreness". Patient also reported the non-device related complaints of "extreme fatigue, muscle soreness, fibromyalgia", "depression", "joint pain", "migraines", "yeast infections, uti", "numbness in fingers", "insomnia, hypothyroidism, ibs, leaky gut syndrome", and "brain fog¿, ¿hair loss¿, ¿upper back issues, bad vision, memory loss, cold and heat intolerance, frequent urination, sore liver, cramps in feet and legs, ringing in the ears, light sensitivity, hands and feet are always cold, difficulty swallowing, ¿urine smells like ammonia¿. The device remains implanted.